Event description:
Distributer lemaitre vascular returned 2 shelf cartons each containing a jar with vascucel patch part number uv0880, lot number m22007-04 to anteris. A customer had inspected the cartons upon recept at the hospital and returned the cartons to the distributor due to indications one of the jars in the cartons containing the vascucel devices had leaked during transit. Anteris inspected the cartons and product jars. Per the complaint, and upon visual inspection, the seal of one of the jars appeared to be misplaced in the lid resulting in a leak. The jar of the other carton of vascucel upon inspection showed no signs of leaking. No patient impact from the leaking jar. Hospital inspected devices upon receipt from distributor per instructions.